Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection was possibly caused by the enroute 0.014" guidewire that was identified during access of the lesion. The physician indicated that the lesion was difficult to cross as it was heavily calcified, and multiple third-party guidewires were also used to cross the lesion. An unplanned additional stent was used and the procedure was completed successfully.